Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive between distal end and server plug-in block had a gap. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event did not occur at installation or returning the device from repair. It is likely that the suggested event may have occurred because of wear by irregular stress applied to distal end during device handling. Olympus will continue to monitor field performance for this device.